Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. The needle broke during the surgery. The broken part did not fall into the pt. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.